Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user switched on the processor in the morning and noticed a significant change in sound.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show up to six channels with high impedance due to undetermined reasons. Further fluctuations were seen on the other electrode channels. Reportedly the recipient will be monitored by the clinic. The device remains implanted and in use.

Event description:
The user's hearing performance with the device is affected. The user switched on the processor in the morning and noticed a significant change in sound. The implant will be checked on a regular basis. So far, no explantation is planned.